Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patients hearing with the device is affected. No trauma has been reported. The patient has been explanted on (B)(6) 2017.

Event description:
This is a correction of the previously submitted fu#1 report to match the initial report. Fu#1 was submitted on february 21, 2018 with incorrect MFR report number: 9710014-2017-1117. Initial was submitted on january 05, 2018 with MFR report number: 9710014-2017-001117.